Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, for two patients, involving the access 2 immunoassay system. This report is two of two referencing the patient on the event date noted. An initial result of 0.24 ng/ml was obtained but was not released from the laboratory. Subsequent testing of the patient's sample, on the same instrument, generated a lower result of 0.10 ng/ml. There was no patient consequence or change in patient treatment associated with this event. The customer indicated system errors were not observed at the time of the event. The patient's sample was collected in a lithium heparin tube without gel and centrifuged in a stat-spin centrifuge for more than ten minutes (standard time), at room temperature. No sample integrity issues were noted. The sample was less than one hour after collection and stored at room temperature. The customer indicated quality control (qc) was within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) proactively replaced the aspirate probes. The fse noted the pipettor was out of horizontal alignment and realigned the pipettor. The fse noted air bubbles in the wash pump. The fse inspected and cleaned the wash and precision valves. The fse also observed a loose connection at the wash buffer supply line leading in to the wash manifold and tightened the tubing nut. Upon system priming, the fse did not note any air bubbles and completed a successful system check and high sensitivity (hs) system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to system hardware. The wash buffer tubing leading in to the wash manifold was loose. A definitive root cause is unknown. (B)(6). This medwatch report is related to MDR 2122870-2014-00551.